Event description:
It was further reported the pt was enrolled in the arrive program in 2004. Target lesion 1 was identified in the distal rca with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 3 was identified in the proximal rca with 70% stenosis and a 4.0 mm reference vessel diameter. Target lesion 3 was treated with placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. There were no reported complications and the pt was discharged the next day on asa and plavix. The pt was readmitted in 2004 complaining of recurrent dsypnea on exertion. Cardiac catheterization revealed a heavily calcified rca with patent stents. There was a hazy 70% stenosis at the distal edge of the mid vessel stent, in 2004, a 3.0 x 16 mm taxus stent was placed in the mid rca with 0% residual stenosis. There were no reported complications and the pt was discharged the next day. Causality: relationship to taxus stent: probable.

Event description:
Same case as MFR #6000089-2004-01048, 01049. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the right coronary artery (rca). Additional info has been requested.